Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a urology procedure (case date was not provided) the device was working on and off, very intermittent. There was no negative impact in state of health reported.

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not yet completed. Investigation results are pending. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Per evaluation from the manufacturer: complaint verified - the ccu would intermittently have image quality and stability issues. A functional test confirmed the complaint. A visual inspection of the edac observed significant contamination/corrosion on the gold camera receptacle contract pins. Furthermore, contamination was also observed on the lip of the front cover that mates to the top cover. This contamination was not observed beyond the receptacle and front cover. Ultimately, this contamination was caused by improper sterilization methods and will require a receptacle/edac replacement, as well as replacement of the front panel. This event is filed under internal complaint ID (B)(4).